Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient stated they saw air in the patient line while being connected. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted in ending therapy and advised the patient to start over with new supplies. The technical service representative reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.